Event description:
It was reported that the patient was asymptomatic. It was noted that intermittent oversensing of diaphragmatic myopotentials and intermittent post paced t wave oversensing during sinus tachycardia was received on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and to be completed at a future date. The patient was stable.